Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized for peritonitis. There were no reported allegations that the event was caused by (B)(6) products. In additional follow-up, the pd nurse confirmed that on (B)(6) 2025, the patient was initially seen in the outpatient pd clinic with symptoms of abdominal pain and pd catheter (not a (B)(6) product) malfunction. The nurse stated there was difficulty with aspirating and flushing the pd catheter. However, the nurse was able to obtain a pd culture. Due to the inability to instill antibiotic therapy via the malfunctioning pd catheter, the patient was sent to the hospital. The nurse confirmed that the patient was hospitalized on (B)(6) 2025 with peritonitis. The nurse stated that the pd culture (obtained in the pd clinic) had growth of pseudomonas (species not provided) and enterococcus faecalis. The nurse stated that the patient remained in the hospital at the time follow-up was performed. It was stated the patient is receiving intravenous (IV) antibiotic therapy (details unknown). Additionally, it was reported that the patient¿s pd catheter will be removed, and the patient is transitioning to hemodialysis for renal replacement needs. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with (B)(6) products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".